Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Although requested, the customer declined troubleshooting. Additionally, customer alleged that the pump was not delivering insulin properly when the cartridge had less than 30 units remaining. Blood glucose (bg) level was between 200-300(mg/dl). Reportedly the customer reverted to manual injections for insulin therapy.